Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose levels due to a kinked cannula, which they tried to treat it with a bolus via the pump. Therefore, on (B)(6) 2021, he went to the emergency room with blood glucose level of 585 mg/dl, where the patient received liquids, insulin and fluids intravenously as corrective treatment. However, the patient's condition was unstable, so he was subsequently, admitted to the intensive care unit. The highest blood glucose level of the patient was reported to be 750 mg/dl. The infusion set had been used for less than a day. During hospitalization, he received fluids of saline and insulin intravenously as corrective treatment which resolved the issue. On (B)(6) 2021, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.